Manufacturer narrative:
The investigation could not determine a specific root cause. A general analyzer issue was not suspected as calibration and quality control were acceptable before and after the incident and the field service representative could not reproduce the issue. No patient adversely affected by the event.

Event description:
The user received a questionable thyrotropin (tsh) result for one patient sample. The original result was 0.027 uiu/ml and the repeat result on analytical e module serial number (B)(4) was 1.26 uiu/ml. The original result was not reported outside the laboratory. The repeat result was considered to be correct. The patient was not adversely affected. The tsh reagent lot number was 16397302 with an expiration date of (B)(6) 2012. The field service representative could not reproduce the issue and performed mechanical checks with no errors. To verify the analyzer operation, he ran performance testing with no errors and the user ran quality control with no errors.